Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power issue. The pump experienced intermittent power loss; moisture ingress was noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 12/23/2013-device evaluation: the pump has been returned and evaluated by product analysis on 12/12/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump powered on with audible tones, vibration, and a blank display. A crack was observed along the pump battery compartment and evidence of moisture ingress was visible inside the battery compartment. The battery cap did not properly secure to the pump due to the crack. A leak test was performed and a battery compartment leak was found. The pump case was removed and further evidence of moisture ingress was observed.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, animas will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.